Manufacturer narrative:
Please review attached for investigation results. (B)(4).

Event description:
It was reported a revision surgery was performed due to dislocation. After the primary surgery, the patient had luxation. However the surgeon tried to perform manipulative reduction, the patient had dislocation of the inner head out of the bipolar head.